Event description:
A (B)(6) female underwent a left subclavian stenting procedure with right groin access on (B)(6) 2014. A vascular surgeon was on standby by end of procedure and was not needed. The pt had extremely scarred groin. The physician was attempting an exchange for a longer device when the hub came off and as the physician continued to remove the device it unraveled and separated into two pieces inside the pt (MDR # 1820334-2014-00282). The coiling left inside the pt as the device was removed. The physician was able to obtain left groin access with a micropuncture access set (MDR # 1820334-2014-00283) when it broke off inside the groin was but retrievable. The physician advanced with a dilator and was able to push out contralaterally the device out the right side. No harm to the pt, nothing was left inside of the pt and on additional procedures or intervention was needed due to this event. The physician did not proceed with the procedure but will be re-scheduling.

Manufacturer narrative:
Add'l device info: cat # mpis-401-10.0-sc-nt-sst. (B)(4). The product will not be returned for investigation, but the provided image confirmed the outer sheath separated near the hub and at an unspecified distance away from the hub. Qc confirms the outside diameter of the tubing and that the surface of the catheter is smooth, clean, and free of excessive kinks and foreign debris. While the complaint device was not returned, it is possible that the pt condition(s) could have led to this failure. It was noted that the pt had peripheral artery disease and an extremely scarred groin, which was the location in which the device was used. A highly calcified area could have resulted in unexpected forces on the device resulting in this separation. The separated piece was removed from the pt. We will continue to monitor for similar complaints and have notified the appropriate internal personnel. Per the conclusion of quality engineering risk assessment, no risk mitigating action is necessary at this time.